Manufacturer narrative:
Patient codes 1721 labeled 2571 labeled

Event description:
Device complication: none. Time of complication: during procedure. Symptoms: none reported. It was reported that during the procedure the pt experienced a stroke. The condition is continuing and was not pre-existing; however, it is unknown if the condition is related to the device. This event resulted in a mild disability and no action/treatment was taken. The pt's outcome is unchanged. No additional information is available.